Event description:
It was reported that nine (9) locking screws failed to lock into two (2) separate plates scheduled for implant. The issue occurred during a forefoot/"midfood" plating procedure on (B)(6) 2015. As a result, the surgeon removed all of the parts and opted to use an alternative device (a mini-fragment set) to successfully complete the procedure. A sixty (60) minute surgical delay was noted. The patient¿s status following the procedure was reported as ¿fine.¿ this report is 3 of 11 for (B)(4).

Manufacturer narrative:
Device has been discarded by the facility is not available for return to the manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Additional product codes for this report include hwc. Device was not implanted or explanted during the procedure on (B)(6) 2015. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.